Manufacturer narrative:
Screw breaking during insertion was reported. The device was not returned for evaluation. Review of the device history record revealed no anomalies. A review of the complaint database was performed. A review for the part number 209-20xx part family revealed seven (7) complaints for this part family (one of which is the complaint in this report). Potential causes for screws breaking during insertion include improper design, wrong size/length chosen for intended application, inadequate specifications for intended use, excessive torque used during insertion, high density bone, and improper material selection. However, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported the part number 209-2011-sp-01 screw broke during insertion in the patient's mandible during surgery. The surgeon was able to extract and recover the broken portion of the screw from the patient. This issue prolonged the surgery by 30 minutes. No other adverse patient consequences were reported.